Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
Date of event is unknown. The investigation codes will be sent in a subsequent report once investigation is complete.

Event description:
It was reported that the patient's ipg would not take a charge, and became inoperable. As a result, surgical intervention may occur at a later date to address the issue.